Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Advanced technical review (results): system log investigation: a review of the photo associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: this is a broken grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was dissecting the right hernial sac when he felt that the instrument was not moving correctly. He removed it for inspection and noticed that the pulley cable was broken. The instrument was removed and a new one of the same type was brought in. The procedure was completed with no reported injury.